Manufacturer narrative:
Product event summary: the two batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one critical battery alarm due to a communication error involving bat312081 and two critical battery alarms due to communication errors involving bat588491. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Additional products: battery bat588491, device evaluated by MFR: yes, FDA method code(s): 10, 4112, FDA results code(s): 3213, FDA conclusion code(s): 4307. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H10 product event summary: three batteries (bat313100, bat555582 and bat585976) were not returned for evaluation. Two batteries (bat312081, bat588491) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, con311000, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed a relative state of charge (rsoc) between 101-201 involving bat313100, bat555582, bat312081, bat588491 and bat585976, which are indicative of communication errors. Analysis of the alarm log files revealed one critical battery alarm due to a communication error involving bat312081 and two critical battery alarms due to communication errors involving bat588491. As a result, the reported event was confirmed. A power source lubrication procedure was performed on bat313100, bat555582 and bat585976 on 16-jul-2018 and the batteries remained in use. The most likely root cause of the reported critical battery alarm event can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving respo nses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d1: heartware ventricular assist system ¿ battery / d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2017 / serial#: (B)(6) / UDI #: (B)(4) / d10: no / h3: yes / h4: mfg date: 31-jan-2016 / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 / d1: heartware ventricular assist system ¿ battery / d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2018 / serial#: (B)(6) / UDI #: (B)(4) / d10: no / h3: yes / h4: mfg date: 31-may-2017 / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 / d1: heartware ventricular assist system ¿ battery / d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2018 / serial#: (B)(6) / UDI #: (B)(4) / d10: no / h3: yes / h4: mfg date: 31-aug-2017 / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Logfile reviewed indicated the five batteries also had communication errors. Three batteries remain in use.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dtma1d4 ICD implanted: (B)(6) 2017; 419488 lead implanted: (B)(6) 2014; 5076-45 lead implanted on (B)(6) 2012; 6947m62 lead implanted: (B)(6) 2012. Other devices involved in this event: heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2018-11-30. UDI #: (B)(4). Return date: 2018-07-25. Device evaluation anticipated, but not yet begun. Mfg date: 2017-06-11. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two of the patient's batteries had critical battery alarms. The site also reported that the battery capacity was greater than 25% at the time of the alarm. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.